Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Device evaluation: the reporter's facility conducted an investigation of this reported issue. This sipap device was tested using a demo circuit and they were able to obtain and maintain the desired pressures. When this unit was re-tested with the circuit that was being used on the patient, the reported issue recurred and they were unable to achieve pressure high readings. The external manufacturer of the circuit has been notified of this reported issue involving their product.

Event description:
It was reported to carefusion that the "pressure high" function was not working on the biphasic and apnea mode on this infant flow sipap device. The customer stated that no injury or harm resulted from this reported issue, but six days after this issue occurred the patient expired due to their existing medical condition.